Manufacturer narrative:
(B)(4). One accumax 365 laser fiber was received for evaluation. The fiber was returned kinked. The fiber broke into two pieces at the kinked section during handling at bsc cis lab. The fiber broke approximately 4.5 mm from the distal tip. Visual examination revealed that the exposed glass tip measures 3.5 mm and appeared used. Examination under magnification revealed that the tip face was consistent with normal degradation. No damage has been noted to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the break in the fiber was bright, clear and scattered with an effective transmission of 32.9% due to the break. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 365 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber tip was bent. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of fiber tip bent. The device has been received for analysis; however ,the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 14, 2016 that an accumax 365 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber tip was bent. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.